Event description:
The system 5 single trigger rotary handpiece was returned to stryker instruments for service, and during functional evaluation it was noted that the motor didn't brake after the release of the trigger. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed. The handpiece was found to continue to run after the trigger was released due to corrosion of the coil on the motor assembly.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. (B)(4): failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 5 single trigger rotary handpiece was returned to stryker instruments for service, and during functional evaluation it was noted that the motor didn't brake after the release of the trigger. There was no patient involvement and no adverse consequences associated with the device.